Manufacturer narrative:
On 2/10/2020, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient¿s dissatisfaction with procedure outcome. According to the information received, it was reported that the patient was unhappy with size and appearance which lead to breast implants. During visual inspection of the device it was observed with no apparent damage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 375cc and was unhappy with size and appearance which lead to breast implant exchange with non-mentor allergan brand breast implants on (B)(6) 2020. This medwatch is for the left breast implant.